Event description:
It was reported that patient underwent procedure utilizing the discovery elbow humeral and ulna impactors in 2009. During the procedure, both the impactors sheared, leaving plastic debris in the patient. This was reported to have been removed.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned device found that it was fractured on two diagonal corners, with the rim being completely fractured. This type of defect indicates that point loading may have occurred due to the ulna ring not being fully seated on the impactor groove.